Event description:
The customer stated that when she opened a new carton of test strips, she found some test strips loose inside the carton. The cap on the bottle of strips had been open at some point. The customer performed control tests while troubleshooting and received a control test result of 386 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.